Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 an (B)(6) male patient's nurse contacted zoll customer support to report that the patient had a skin breakdown under the electrodes on the electrode belt. On (B)(6) 2011, a zoll representative visited the patient and reported an open area under the electrodes. The belt was re-adjusted, but there was no additional follow-up on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.